Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). One used 6 fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The guidewire and locator were returned as well. Visual inspection revealed that the guidewire was inserted into the locator. The guidewire and locator were bent in a curved shape. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. Functional testing was performed. The deployment sleeve was unable to move into the forward lock position. Then, the sheath was removed from the deployment sleeve to examine for any obstruction that would have prevented the tip of the carrier tube and anchor. Excessive dried bloodlike substances were found on the carrier tube. Also, the collagen had slightly expanded due to contact with blood. No other visual anomalies were noted. Dimensional testing was performed. Dimensional testing was performed. The width of the anchor measured to be 0.078''. The outer diameter of the carrier tube was measured to be 0.0803'' which was within the specification of 0.080'' +/- 0.005. The overall length of the hemostasis sheath was measured to be 5.711'' which was within the specification of 5.710'' -0.007''/+0.010''. All relevant components of the device were measured and were found to be within the manufacturers pre-sterile specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not positioned in the full forward lock or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the there was no collagen inside of the angio-seal device. Additional information was received on 30dec2019. The type of procedure being performed was a post stent placement with a 6fr angio-seal. A groin angiogram was performed. Pressure was held for 30 minutes after the issue was noted.